Event description:
Additional information was received as follows: it was reported that the patient recovered from the hematoma.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7 cm diameter fusiform abdominal aortic aneurysm approximately one month ago. The aorta was 22 mm in diameter proximally, 49 mm distally and it was 19 mm in length. The right and left iliac arteries were 12 ad 8 mm in diameter respectively. The right and left femoral arteries were 8 mm in diameter. The right iliac artery was moderately tortuous with 50% stenosis and the left iliac artery was mildly tortuous with 30% stenosis. One day post implant the patient developed a 101 degree fever with a wbc of 9.9. The cause of the fever was due to bilateral arm phlebitis (probably chemical). The investigator assessed this event as not be related to the study device or procedure. One week later, the patient developed a hematoma at the cut down site. The physician manually extruded some of the hematoma; there was no evidence of infection. The patient status is continuing. The investigator assessed this event as related to the study procedure and not the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (fever, hematoma). Patient's condition affected effectiveness of device (small femoral arteries). Conclusions: device failure/lack of effectiveness related to patient condition (small femoral arteries).